Event description:
String is coming out and she had to manually retrieve them- vagina [foreign body in reproductive tract]. String coming out - tampon [device breakage]. Case narrative: relative reported that while her daughter was using the tampon the string came out. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation, completed on april 3, 2023. An investigation is in progress for returned product received on march 24, 2023.

Event description:
String is coming out and she had to manually retrieve them- vagina [foreign body in reproductive tract]. String coming out - tampon [device breakage]. Case narrative: relative reported that while her daughter was using the tampon the string came out. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String is coming out and she had to manually retrieve them- vagina [foreign body in reproductive tract]. String coming out - tampon [device breakage]. Case narrative: relative reported that while her daughter was using the tampon the string came out. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.